Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A device history review for lot number 6208764 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383323 with lot number 6208764 was manufactured on august 10, 2016. According to sampling plan applied for product performance, this lot was accepted and released without problems. During this batch, 8 rf equipment were used to perform quality catheter tip and 3340 samples were visually inspected. No defects were found. During this batch 344 samples were activated measuring the separation of inserter. No values out of specification were found and no problems during this test were observed. This product is tested by pull test through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Conclusion - bd was unable to confirm the customer indicated failure mode. Without a sample, an absolute root cause cannot be determined.

Manufacturer narrative:
UDI# 0(B)(4). Device evaluation: it is unknown if a sample will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that needle of the suspect device failed to retract when taken out of the patient's arm.